Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in intrinsic morphology. The patient recently underwent dialysis. Also, the patient has an implanted pacemaker. Technical services advised some testing to confirm proper system detection. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in intrinsic morphology. The patient recently underwent dialysis. Also, the patient has an implanted pacemaker. Technical services advised some testing to confirm proper system detection. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed as additional information was received which reported that the device has migrated posterior. Technical services recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.